Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor attempted to advance the wire into the needle it would not go through the needle. The patient was reported to be in good condition. The procedure continued as normal with a new device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6 fr glidesheath device along with the dilator, guidewire, and needle were returned for evaluation. The inflation tube including the valve was cut from the main band assembly. Visual inspection was performed. The guidewire was placed under microscopy and each end was examined. The floppy end was verified to be normal. The stiff end and floppy end were measured to be 0.52 mm using a vernier caliper, which was within the manufacturers specification. No other anomalies were observed with the returned device. Functional testing was performed. The returned guidewire was inserted into the needle and it passed through its length without any difficulties. No anomalies were noted during insertion or withdrawal. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.